Event description:
Procedure: surgery was on the finger nerve repair. Reportedly, the patient received a burn to the left fifth finger. Betadine was used for skin preparations prior to surgery. The intensity of the generator was set at 100 during the procedure. Patient received 2nd and 3rd degree burn during the entire procedure. Bipolar cautery used with the device. The patient was treated with silvadine and has been seen by the doctor multiple times after surgery and is in good condition.